Event description:
Surgery done in 1989, for fusion of discs, screws and pins placed in back for fusion of vertebrae. These devices were not meant for this purpose. Pedicle screws intended for legs or arms not for permanent fusion use. Therefore in 1991 screws and pins had caused infection to set up in back and surgery was performed again to remove what was put in in 1989.